Manufacturer narrative:
Gao f, han j, guo x, sun x, ma n, miao z. Endovascular recanalization for non-acute basilar artery occlusions with progressive or recurrent ischemic symptoms: a multicenter clinical experience. Journal of neurointerventional surgery. 2022;14(2):133-137. Doi:10.113 6/neurintsurg-2020-017213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Gao f, han j, guo x, sun x, ma n, miao z. Endovascular recanalization for non-acute basilar artery occlusions with progressive or recurrent ischemic symptoms: a multicenter clinical experience. Journal of neurointerventional surgery. 2022;14(2):133-137. Doi:10.113 6/neurintsurg-2020-017213. Medtronic literature review found a report of patient complications in association with an echelon 10 microcatheter. The purpose of this article was to report a multicenter clinical experience of endovascular recanalization for symptomatic non-acute basilar artery occlusion (bao) and propose an angiographic grouping to determine which patient subgroup most benefits from this treatment. Forty-two patients with non-acute bao with progressive or recurrent vertebrobasilar ischemic symptoms who underwent endovascular recanalization were included. Thirty-three of the subjects were male, with a mean age of 58.76 years. An echelon 10 microcatheter were used in some of the procedures. The article does not state any technical issues during use of the echelon microcatheter. The following intra- or post-procedural outcomes were noted: - one patient who failed to recanalize died from pneumonia at 3 months. - one patient experienced a major periprocedural ischemic stroke. They developed locked-in syndrome with gastrointestinal bleeding and pulmonary infection and died 10 days after the operation.